Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support replaced the pump, confirmed shipping details, and instructed the customer on returning the defective pump using the provided pre-paid label and return box.